Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy with red bumps on left side of back under te pad. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. The patient¿s physician prescribed mupirocin 2% for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Na.